Manufacturer narrative:
Clarification to g2 other report source: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "mild contracture" baker grade unknown.

Event description:
Healthcare professional reported "mild contracture". This record is for an unknown side. The status of the device is unknown.